Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a 6 mm, 23-inch infusion set, with no leaks, no delivery stoppage, and no device alarms, and the user did not confirm glucose with a fingerstick. Symptoms included elevated blood glucose up to 300 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no assistance from others, no steroid exposure, and no backup therapy use during the event. Investigation included customer troubleshooting and education, including counseling on infusion set change and instructions regarding pump disconnection if using outside insulin. Investigation of this case revealed no device malfunction identified and no alarm activity, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.